Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
T was reported that the patient was in the clinic on (B)(6) 2026 where they had their modular cable exchanged and the system controller clock was not set. The site set the correct date and time. The emergency backup battery (ebb) was replaced. Log files were reviewed which captured clock synch that was performed on (B)(6) 2026 at 13:39:00. Shortly after the clock synch, a backup battery fault alarm associated with a "(f30) ebb_end_service_life " occurred. That fault appeared to be typically associated with an expired backup battery. Additional information stated that ebb sn (B)(6) was the new battery that they had replaced with the old one. The patient had notable breakdown of the outer layer of the driveline with exposing wires. Patient tolerated the modular cable exchange well. Patient was monitored for 15 mins after the modular cable exchange took place with no complaints.